Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome, lumbar radiculopathy, and spinal pain. Information was reported that a patient said stimulation is not going down their right leg anymore, the patient noted noticing pain in right leg/not being covered anymore. It was also reported a fall/trauma is related to the issue. It was asked but unknown if this was a sudden change. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-oct-02. It was reported that they met with a manufacturer representative at their healthcare provider¿s (hcp) office and had their device reprogrammed. The patient stated that it was very helpful. No further complications were reported or anticipated.